Event description:
This is a report of a homechoice patient (hp) who stated that he was diagnosed with peritonitis at the beginning of (B)(6) 2010. The hp was on antibiotics for the peritonitis, taken with 1000ml of solution intraperitoneally and left in for 6.5 hours. The peritonitis has since resolved. Due to the peritonitis, the patient stated his blood sugar and blood pressure have not been right, but now he is getting back on the right track. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is number 2 of 4 complaints submitted for the report of peritonitis. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
It was reported that during a diagnostic laparoscopic procedure, they could not put water into the needle. It was blocked. A new one was used to complete the procedure. There was no patient impact.